Event description:
Patient was revised to address hip pain and srom stem loosening. **update** (B)(6) 2012 - medical records were received. Part/lot identified by invoice search. Revision op report indicates that joint fluid was slightly cloudy with some amorphous white material within the fluid itself. Additionally, osteolysis was noted in the areas of the greater trochanter and lesser trochanter. The femoral head and liner were added to the complaint due to this new information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/02/2014 - pfs and medical records received. Part/lot was provided. After review of the medical records they indicated the patient had all implants removed during the revision due to a possible low grade infection. The cup is now being added to the complaint, but not reported as it was implanted about 3 years ago. The revision operative note did confirm a loose stem. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting; patient x-rays are not available for examination. A review of provided medical records confirms the reported loosening. From the information provided it appears the s-rom sleeve component was cemented into place. The instruction for use (IFU) states that the sleeve components are indicated for cement-less use. From the information available it is likely that this is unjustified with respect to the device. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.